Event description:
A patient reported fasttake meter having a date and time issue. Patient explained that meter kept going back to the time set up mode when a test strip was inserted. Patient also reported obtaining inaccurartely erratic results on a seperate occasion. No symptoms reported. Patient's meter results were "50 and 180 mg/dl". The time difference between the results obtained on the meter were 10 minutes apart. No treatment was reported. No further information has been reported.